Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink luer activated valve was cracked. The nurse noticed the issue prior to connecting to the patient. The nurse replaced the product. There was no patient involvement. No additional information is available.